Event description:
The clamp broke after clamping the artery. Additionally, account stated there was no injury due to this broken clamp because another clamp (more solid) was placed to mitigate the problem. We must note that the spontaneous fracture of a clamp placed on the posterior aortic arch is a major risk event because it can be very difficult, according to the anatomical conditions, to replace it with another clamp.

Manufacturer narrative:
The actual device was received for evaluation. Upon inspection it was noted that the instrument was broken at front of the box lock. Also noted were rust signs on half of the fractured portion, which indicate a crack, propagated over a time prior to device separation. A device history review was conducted with no issues noted. A historical complaint review was also conducted with no trend found for this type of complaint on this product code. It is important to note that the lot code indicates 1989 date of manufacture. The instrument was potentially in use for 21 years.